Manufacturer narrative:
The system was examined and the reported event was not replicated. The table top (tt) illuminator and auxiliary (aux) illuminator were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 7, 2012. Based on qa assessment, the product met specifications at the time of release. Table top (tt) illuminator and auxiliary (aux) illuminator were received at the manufacturer. A visual assessment of the returned samples revealed no obvious nonconformities. The returned tt illuminator was installed into a calibrated system and functionally tested. The reported event could not be replicated. The returned tt illuminator was found to meet specifications. The returned aux illuminator was then installed into a calibrated system and functionally tested. There were no abnormal conditions observed during testing. The returned aux illuminator was found to meet specifications. The reported event could not be replicated. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported three lights were out before a procedure. There was no patient involvement. Additional information has been requested.